Manufacturer narrative:
Product ID 37791, serial# unknown. Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they had two weeks of it not working very well (poor coupling/taking longer to charge) and then one week it worked well. Now they were back to it not working very well again. No patient complications were reported as a result of this event.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had been "having problems" with charging the ins. The patient further clarified that the ins was "taking a long time" to charge. The patient stated that they had been getting 8 coupling bars consistently when charging, but the ins used to take 45 minutes to charge from 3/4 full to 100% full and now it was taking an hour and a half to charge the same amount. The patient confirmed they had not had any recent trauma or falls. The patient said they had increased stimulation some. The patient also stated that they noticed today on the recharger (insr) that their stimulation was turned off. The patient said that they did not turn off the stimulation. The patient stated that they hadn't been around any significant source of emi. The patient said that the ins battery level was 3/4 charged when they noticed the stimulation turned off. The patient confirmed that they successfully turned the stimulation back on. The patient stated that when they were attempting to charge the ins earlier today they were not getting any coupling bars and they had to "reset everything". The patient inquired if this could be due to an issue with the insr. The patient confirmed on the call that they were getting 8 coupling bars, but again stated that they were having difficulty getting coupling bars earlier today. The patient was sent a replacement insr antenna for the poor coupling but was directed to follow-up with their healthcare professional if this did not resolve the issue. No further complications were reported/anticipated.